Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "tibial baseplate put in backwards. Surgeon noticed after cement hardened. Had to remove and put in a new tibial baseplate and stem."